Event description:
While using a byte day aligners, patient experienced clear blisters in their mouth and gums swell and their tongue and cheek are cut by their aligners. Patient was provided with scalloping instructions and example and educated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.